Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 250mg/dl and mentioned during troubleshooting that the reservoir and tubing spun when connected did not lock into place. The customer stated that they were going to change the reservoir. The insulin pump will not be returned for analysis.